Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uvh8, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported the device ruptured the skin. The issue was discovered when the patient went to use the bathroom and &#49541;felt something hanging and reportedly held the device in her hand with the leads connected. No symptoms were associated with the event; the device just suddenly fell out and was in her hand. As a result, the patient had a total system explant. Cause and outcome remain unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.